Manufacturer narrative:
Unit not returned for evaluation; updated MDR flowchart completed; this lot has a (B)(4) complaint rate; DHR review does not indicate a mfg error; (B)(4) complaints from this facility - new customers that may need additional training (refer to number 2101); without an evaluation there is no determination of malfunction cause, refer to CAPA (B)(4) initiated october 2012 to investigate the high stopped working issues (B)(4). A was released with results for the verification effectiveness of a larger electrode bend radius of the microtip; the increased electrode bend radius indicated improved output of the manufacturing process and elimination of failures due to electrode breakage.

Event description:
Physician operating tenex. Water irrigation functioned but hand probe alarm stated "check hand probe." Would not work. Tried second probe same problem.